Manufacturer narrative:
Insulin pump powered up after battery installation. Insulin pump passed error, self-test and displacement test. No unexpected error alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming button error. Customer stated he woke up and walked his dog. When he got home he was checking his blood glucose and buttons continued to scroll and kept alarming. Customer changed the battery and the device alarmed unexpected restart. Customer's blood glucose was 350 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.